Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing charging the pump with the usb cable. Reportedly, the end of the usb cable was damaged and had to be wiggle for the pump to charge. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. The customer reverted to manual injections for insulin therapy.